Event description:
The lead was explanted and replaced.

Event description:
The patient was stable following the procedure.

Event description:
The reported event was resolved. Further information was not available.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During remote follow-up, a high voltage lead impedance (hvli) out of range alert with observed. The hvli has gradually increased with a high, out of range impedance value. An in-clinic follow-up was recommended to test the lead further. The patient was stable. Further information was requested but not received.